Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral arteriovenous malformation (avm) using penumbra smart coils (smart coils). It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician placed two smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance at the hub of the microcatheter. The smart coil was then retracted and re-advanced; however, resistance was encountered again. Therefore, the smart coil was removed and the procedure was completed using six new smart coils, nine additional coils and the same microcatheter without any issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).